Event description:
In 2008, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The arterial anatomy was visibly tortuous so the introducer sheath was unable to cannulate the contralateral gate. The delivery catheter was advanced without the sheath and inadvertently pushed the trunk-ipsilateral leg component proximally covering the renal arteries. The physician inflated an occlusion balloon at the proximal end of the trunk-ipsilateral leg component and pulled the stent graft distally. A guide wire was used through the right and left common iliac arteries to pull the graft down distally. As a result, the covered renal arteries were resolved. The patient tolerated the procedure and is reported to be fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted during procedure: pxt231412/06239086; pxc201200/06244283; pxc201000/06275961.